Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the light guide lens having one light out was traced to component failure. The date of event is unknown. Additional information will be provided if available should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed that one light in the light guide lens was out. The service repair technician assessed the condition and determined that the issue was most likely due to component failure. There was no patient involvement.